Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that there was an adverse event, during which the surgeon had to wake the patient without being able to perform the procedure. The suction was not sufficient during the management of a fibroid. During this procedure, the professor had poor visibility (pressure 80 mmhg), became frustrated, and decided to stop the procedure. He subsequently performed another similar procedure that went well. No negative impact in state of health reported. Due to stopping the procedure and waking up the patient, a report is required.